Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: mdrf device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was to be used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) on unknown date. After the procedure during reprocessing, the cleaning brush was getting stuck. After repeated attempts, yellow pieces of foam were found. The sponge was successfully removed with a cleaning brush. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Another rx locking / biopsy cap was used to complete the procedure. There was no patient complication as a result of this event.